Event description:
The user reported that the case was cracked which caused a shock.

Manufacturer narrative:
It was reported that the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had compromised our double-insulted design, causing a 1/4" diameter hole in the fabric foundation. We also found several other internal components that were damaged, indicating that the customer misused that pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a corrective action project (B)(4) underway to make the design more robust.